Event description:
It was reported that bd solomed¿ syringe plunger broke.the following information was provided by the initial reporter: when medication is applied, the plunger breaks.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe plunger broke. The following information was provided by the initial reporter: when medication is applied, the plunger breaks.